Event description:
The customer reported a failed api survey: the customer performed the api automated blood bank compatibility testing using ahg anti-igg solidscreen ii on the tango infinity analyzer. They performed a crossmatch test with the plasma sample (B)(6) and donor cell sample (B)(6) the instrument called this crossmatch test negative (compatible), however, when the customer received the results from api the crossmatch was expected to be positive (incompatible) as the sample (B)(6)demonstrated an anti-e and the donor sample (B)(6) was positive for the e antigen. Subsequently, the customer repeated the crossmatch, and the result was uninterpretable (?), but looked similar to the result that was initially obtained. The customer provided us the two involved samples (B)(6) (plasma) and the red blood cells from donor (B)(6) for investigational testing. As the product ahg anti-human globulin, anti-igg sscii, lot 8042800-02 was not provided by the customer, our quality control laboratory tested their corresponding retention sample on tango infinity. The ahg crossmatch was performed with the plasma of sample (B)(6) and red cells of donor sample (B)(6), one o (B)(6) donor as positive control, and one o r1r donor as negative control. The reactions were concordant to the api report - a 3+ positive reaction (incompatible crossmatch) was obtained with both samples (B)(6), and a negative reaction (compatible crossmatch) was obtained with the o r1r donor sample. Regarding the affected tango infinity, the customer provided result images that show negative interpreted crossmatch result on the date of original testing, but visually it is a +/- result. The antibody screening for the sample aut-09 resulted as expected on both testing dates ((B)(6)): a strong 4+. The repeat crossmatch testing was set by instrument's software to uninterpretable (?) Result due to diffuse cell button and customer changed it to a 1+ result. The last preventative maintenance was performed on september 02, 2021: "performed annual preventative maintenance according to manufacturer specifications. Performed post service verification procedures as required. Instrument is operating within manufacturer specifications and returned to full operation." On september 13, 2021 the log files were collected. Nothing suspicious was found by fse on-site. The log files did not show any issue relevant abnormalities. Different bottles of the same lot of ahg anti-human globulin, anti-igg sscii were used during the different testing dates ((B)(6) the files showed that the cells of the sample (B)(6) were used up during repeat testing (on (B)(6)). Therefore, we assume that a different bottle (not original) was sent to our qc lab for testing. Testing of our quality control laboratory confirmed that the lot of ahg anti-human globulin, anti-igg scii, lot 8042800-02, used at the customer's site, functions correctly as the obtained crossmatch results were as expected. The customer's findings could not be reproduced. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. From the instrument's perspective, based on current information and data there is no indication for an instrument malfunction. The qc passed at the days of issue. Visually the result can be interpreted as intermediate (+/-) to 1+ on both testing dates. The preventive maintenance was performed in-between both testing dates with passing qc results. The engineer confirmed that the instrument is working within specification. Based on the investigation the complaint was classified as undetermined: the ahg anti-human globulin, anti-igg sscii from customer was not available and the instrument did not show any relevant malfunction. The issue may be linked to the original cells of the sample (B)(6).

Manufacturer narrative:
This is our combined initial and final report on this incident.